Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during retrograde intrarenal surgery and ureteroscopic lithotripsy procedure performed on (B)(6) 2018. According to the complainant, both a sensor wire guidewire and a non bsc guidewire were used in the procedure. After using the guidewires, there were no broken fragments noted. Two months later, the patient was admitted to the accident and emergency department in (B)(6) hospital due to dysuria and hematuria. A fragment was found in the bladder and was suspected to be the broken tip of either guidewires. The fragments were removed from the body. Reportedly, it is unknown if the fragments were from the sensor guidewire or from the non bsc guidewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during retrograde intrarenal surgery and ureteroscopic lithotripsy procedure performed on (B)(6) 2018. According to the complainant, both a sensor wire guidewire and a non bsc guidewire were used in the procedure. After using the guidewires, there were no broken fragments noted. Two months later, the patient was admitted to the accident and emergency department in (B)(6) due to dysuria and hematuria. A fragment was found in the bladder and was suspected to be the broken tip of either guidewires. The fragments were removed from the body. Reportedly, it is unknown if the fragments were from the sensor guidewire or from the non bsc guidewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Visual examination of the returned plastic container revealed that only the fragment of a tip was returned. No corewire section inside the tip was present. The complaint was consistent with the reported complaint. Based on the available information and the fragment returned, it is difficult determine if the fragment returned belongs to a sensor device or other device. Measurement of the tip could not be performed since the tip of the device was not in good condition, therefore the cis could not confirm the specific upn of the device and whether it belongs to bsc product or not. Moreover, the lack of evidence or event conditions of the event failed to determine the most probable cause. Additionally, during the manufacturing process the units are inspected to avoid the failures reported. However, there is no control in how devices are handled in the field. Based on all gathered information, the complaint investigation conclusion code selected is cause not established. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications. A labeling review was performed and no anomalies were found.